Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/24/2026 and 04/25/2026. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using betabionics ilet pump at the time of the event. The cgm alarmed and displayed 70 mg/dl while she was reporting menstrual cramps. She drank apple juice in response to the low reading, and no fingerstick blood glucose (fsbg) check was performed at that time. Within approximately 30 minutes, she became nauseous and started vomiting. During this episode, the cgm continued to display a reading of 72 mg/dl with an alert, while a fsbg reading showed ¿high¿, which prompted insulin administration via her pump. The patient¿s pediatric endocrinologist was contacted and advised evaluation in the emergency room (ER). On (B)(6) 2026, at 1:00 a.m., the patient was brought to the ER. A fsbg measurement showed 450 mg/dl, while the cgm displayed 79 mg/dl. She was treated with an intravenous (IV) insulin drip and IV saline. After approximately four hours, her blood glucose decreased to 270 mg/dl. The patient remained in the ER for a total of eight hours and was discharged once her blood glucose stabilized at approximately 130 mg/dl. She was reported to be feeling well during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.